Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device experienced a software reset. The device was reprogrammed at that time but continued to display reset alerts at each 3 month follow-up. This was clinically resolved by downloading device code.